Event description:
A report was received from a user facility in france stating: "difficult to enter the incision. They opened a bl3118 pack to complete the surgery. No patient impact."

Manufacturer narrative:
Product has been requested however it is no longer available for evaluation. Sterilization and lot history records were reviewed and no exceptions were found.